Event description:
It was reported that the pump had a leak during a surgical procedure. The tourniquet cuff being used did not lose pressure and there was no bleeding into the surgical site. The procedure was completed successfully with the same pump. The pt was observed for any lidocaine toxicity for an additional 15 mins in recovery. The pt did not require any other treatment and did not exhibit any adverse reactions or consequences due to the event.

Manufacturer narrative:
The pump has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.